Event description:
Per the clinic, the patient developed an infection at the implant site, exposing the receiver/stimulator. Subsequently, the patient was treated with oral and topical antibiotics for two weeks (specific date not reported). However, the issue could not be resolved. The device was explanted on (B)(6) 2022. It is unknown if there are plans to reimplant the patient as of the date of this report.